Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the right ventricular and left ventricular leads dislodged. During lead revision procedure tissue was noted in the right ventricular lead tip, the lead was explanted and replaced. The left ventricular lead was explanted but was not replaced due to patient anatomy. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.